Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: event code "16" together with the following associated messaging: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 6" was displayed to the user at 03:33:57am on (B)(6) 2020. At 03:34:08 am on (B)(6) 2020, the "small 2.8h" protocol comprising six (6) cassettes was started in retort a. Event code "18" together with the following associated messaging: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 6" was displayed to the user at 03:34:21am, 03:34:40am and 03:35:19am on (B)(6) 2020 when an attempt was made to schedule a protocol in retort b. Bottle 6 (ethanol) was out of contact with the corresponding sensor for five (5) seconds from 03:35:37am on (B)(6) 2020, which is not sufficient time to replace the reagent; and the station properties were reset at 03:35:55am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 6 prior to these user actions were: ethanol concentration=51.5%, cycle=98, cassettes= 5860 and days=37. Although the user affirmed that the ethanol concentration in bottle 6 (ethanol) was to be set to the default value of 100% at 03:35:55am on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 51.5% because the bottle was not removed from the instrument for sufficient time to replace the reagent in this bottle. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error at 03:35:55am on (B)(6) 2020, the reagent in bottle 6 (ethanol) with a ethanol concentration below 51.5% was used for the final dehydration step of the five (5) protocols comprising a total of 306 cassettes, which either started or completed between (B)(6) 2020, from which sub-optimal tissue processing was identified by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which occurred at 03:35am on (B)(6) 2020. The facts indicate that a user did not complete manual replacement of the reagent in bottle 6 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when the event code indicating that a protocol could not be run because none of the bottles designated for ethanol contained reagent at the concentration required for the final dehydration step in a protocol and the associated instruction as to the contents of which bottle were to be replaced, was displayed on each of three (3) occasions between 03:34am and 03:35am when a user attempted to schedule a protocol in retort b. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint of "tissue underprocessed" from peloris ll tissue processor serial number (B)(4). The assigned leica applications specialist - core histology (fss) documented the following further information: "tissue processed on peloris appeared soft and inadequately dehydrated. Cause was likely the result of an improper reagent change." On (B)(6) 2020, assigned fss visited the customer site in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following observations: "histology supervisor had already changed reagents prior to fas arriving onsite. Full logs and ir pulled and submitted to bu. Instrument logs show that a user had removed reagent bottle 6 for 4 seconds and replaced it without changing the reagent. This resulted in several protocols ending up with under-processed tissue. Concentration in software was clearly wrong because reagent was never changed. Customer pulled bottle 6 and dumped it because it was very dirty. Customer already replaced all reagents. Supervisor was shown exactly what went wrong and which runs were affected. Training was conducted so that supervisor could more easily investigate if similar issue happen again in the future." The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from three (3) "medium8h" and two (2) "rush 1:30h" protocols executed in either retort a or b on (B)(6) 2020 commencing at 03:55am comprising a total of (B)(4) cassettes containing various tissue types (breast, lymph nodes, bones) of various sizes. The fss also recommended re-training for all users. On (B)(6) 2020, leica biosystems (B)(4) received the following information from the leica applications specialist - core histology: "I got an update just now that one patient is in need of a rebiopsy. Histology supervisor is still waiting to see if others will be needed." On (B)(6) 2020, leica biosystems (B)(4) received the following information provided by the complainant from the leica applications specialist - core histology: "so far this is the only one that was requested for re-biopsy as long as I was informed. I will find out from our pathologist if any additional information can be shared." On (B)(6) 2020, leica biosystems (B)(4) received information from the leica applications specialist - core histology that an identifier, age or date of birth and gender for the one (1) patient requiring re-biopsy had been requested. On (B)(6) 2020, leica biosystems (B)(4) received the following information from the leica applications specialist - core histology: "the customer said that she doesn't have any updates on the one re-biopsy or any additional re-biopsies and doesn't have patient identifiers to share."